Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit alarmed flow sensor failure. The customer reported there was no patient involvement.